Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that customer were hospitalized due to high blood glucose on unknown date with blood glucose level was unknown. The customer blood glucose level was 600 mg/dl. The customer stated that the insulin pump was not delivering insulin. The customer received insulin flow block alarm. The insulin pump will not be returned for analysis.